Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product. The reporter informed the concomitant brush heads were returned to the store.

Event description:
Brush attachment comes off and then it lies separately in the mouth [device breakage] no adverse event [no adverse event] case description: (B)(4). A store reported that while a (B)(6) female consumer used an oral-b power rechargeable toothbrush handle pro cross action (B)(4), the oral-b brushheads, version unknown (deep cleaning) came off in her mouth after about 30 uses. No symptoms developed. 05-feb-2016 received consumer follow-up: the consumer reported that the brush heads were returned to the store. No further information was provided.